Manufacturer narrative:
The device is expected for return. This report will be updated upon completion of the investigation. (B)(4).

Event description:
It was reported during ongoing use, the pg was explanted for premature battery depletion. The physician interrogated the device just prior to performing the replacement, and noticed that the longevity of the battery was suspiciously shorter than normal, and there was no relevant electrical parameters to justify the increase in battery consumption. The patient is not pacemaker dependent, and is fine. The pg will be returned for analysis.

Event description:
It was reported that the pg was explanted for premature battery depletion. The physician interrogated the device just prior to performing the replacement, and observed that the longevity of the battery was shorter than normal. There were no abnormal electrical parameters to justify the increase in battery consumption. The patient is not pacemaker dependent, and no additional adverse patient effects were reported.

Manufacturer narrative:
Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. Patient code 3191 captures the reportable event of surgery.